Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5150577) alleging an issue related to a continuous positive airway pressure (CPAP) device. The reporter has alleged patient passed away while using this device. The reporter also alleged the patient was diagnosed with non-small cell lung cancer with a 7.8 cm mass and expired 6 months later. It was stated that the patient had no history of smoking. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.